Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative (rep) regarding a patient receiving intrathecal lioresal 500 mcg/ml at 100 mcg/day via an implanted pump for an unknown indication. It was asked and unknown when the event/difficulty occurred. The pump was replaced (explant date asked, but unknown) and was discarded. It was reported pump pocket site erosion occurred and it was unknown if any environmental/external/patient factors may have led or contributed to the issue. No diagnostics were performed and the doctor explanted on an unknown date and closed the pocket for it to heal. It was further reported the doctor discovered the patient¿s pump pocket was eroded and removed the pump from the pocket without notifying the rep. The issue was resolved at the time of this report and the patient¿s status was ¿alive-no injury.¿ the patient¿s weight was 93 pounds and medical history included spasticity and cerebral palsy. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2018 indicated the doctor believed the reason for the pocket erosion was due to the patient rubbing against his wheelchair consistently. No further complications were reported/anticipated or expected.